Event description:
Child with strabismus was returned to or because eye muscle that was repaired did not hold. The vicryl 6-0 was the suture of choice for that physician. It is unclear which one was used that day. However, both boxes of sutures expired prior to the original date of surgery.